Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 185 mg/dl. The insulin pump was exposed to moisture. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarms or display anomaly noted during testing. No moisture damage was found on the electronic, motor, battery tube, or vibrator assemblies noted. The following cosmetic damage was noted: cracked case at display window corners, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.